Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Death and neurological dysfunction are known potential clinical adverse events associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device will be disposed per hospital policy and is thus not available for return to the manufacturer. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however, death and neurological dysfunction are known inherent risks associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient expired.  The cause of death was reported as bilateral subarachnoid hemorrhage.  The patient was directed to the emergency department when they discovered their international normalized ratio (inr) was 8 while at home.  Additional testing revealed an inr of greater than 12.  A head computerized tomography (CT) scan showed extensive intracranial hemorrhage including subarachnoid hemorrhage, intraventricular hemorrhage, and multifocal intraparenchymal hematomas with developing hydrocephalus and tentorial herniation.  The medical team indicated that the event was not related to the ventricular assist device (vad).  In addition, it was noted that the patient underwent a vad exchange approximately four months prior to death.  An autopsy was not performed and the vad will be disposed per hospital policy.

Manufacturer narrative:
Corrections: this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.